Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Defibrillation threshold (dft) test was performed and was successful. Additional information obtained from the field representative indicates that the suspected cause of high pacing threshold was because the lead was not on the expected location. It was not indicated if this happened from the initial implant or if the lead moved after implant. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Additional information received indicates that this right ventricular (rv) lead was discarded and will not be available for return. No adverse patient effects were reported.